Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. The customer's blood glucose was 166 mg/dl. The customer also reported receiving a external ram error alarm. It was found the customer did not program their temp basal before the alarms occurred. The customer was advised to monitor their insulin pump. No additional information provided.